Event description:
It was reported that during a laparoscopic ventral hernia procedure, the top jaw of the second device broke off the device during use and it fell into the patient. The jaw was retrieved and will be returned with the device. Another type of device was used to complete the procedure. There was no patient consequence. Device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device was received with top of jaw separated from bottom of jaw and not returned with the device. When analyzed under magnification, the marks on the bottom jaw indicated that the jaw may have been closed/device fired on a staple or other metal object. There were gouges/scratches along the length of the bottom jaw on the electrode. There are markings on the rf rod heat shrink/insulation indicative of the jaw flexing under heavy loading. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. The I-blade does advance smoothly and to end of jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.